Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated there was a partial display on the screen. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed self test and displacement test. No missing segments/partial display noted. Unit was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, cracked lcd window and minor scratched lcd window.